Event description:
Customer received result of 110 mg/dl on the mobile system and a result of 46 mg/dl on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was able to self- treat with sugar and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). (B)(6).